Event description:
On 06/26/2024, it was reported by a facility representative via sems- (B)(4) that two (qty.2) ar-8550rbe round burr attachments were broken in the hub at the attachment connection. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8550rbe serial/batch number (B)(6) was received for investigation. Functional testing could not be conducted because the connector hub was damaged internally. A visual inspection revealed that the connector hub is broken internally. The most likely cause of the reported failure is the application of excessive force during use.